Event description:
A customer reported the solar 8000i monitor did not alarm when a patient had an approximate 30 beat, self-limiting v-tach (ventricular tachycardia) event. The patient experienced a drop in blood pressure prior to the end of the self-limiting v-tach, however, did not sustain a serious injury from the event. No patient intervention was required. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.